Event description:
A physician reported a certas valve (ID 828814pl) was implanted 3.5 years ago with setting 5. Using the electronic tool kit (etk), medical staff tried to reprogram shunt to setting 7, however, the valve stayed at 5. After many attempts including with multiple etk kits and magnets, the setting remained at 5. The large magnet could not move the setting off of 5. The patient did not experienced any signs and symptoms of valve malfunction and physician only wanted to program setting 7 as the patient had a subdural due to a fall (the patient fell out of bed a few weeks ago possibly damaging the valve). The valve was replaced on (B)(6), 2023.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
The certas valve (ID: 828814pl) was returned for evaluation. Failure analysis: the position of the cam when valve was received was at setting 5. The valve was visually inspected; no defect was noted. The valve was hydrated. The valve passed the test for programming. The valve was disassembled and was visually inspected under microscope at appropriate magnification; biological debris was found on the motor and the spring. Root cause- no root cause could be determined as the technician could not confirm any problem with the valve at the time of investigation. However, the possible root cause for the issue reported by the customer, could be due to biological debris and protein build up interfering with the valve, at the time of investigation biological debris was found on the motor and the spring.

Event description:
N/a.